Manufacturer narrative:
The subject device is not available for return.

Event description:
The patient was treated with 19cm of bare coils. The first stent (subject device) could not be implanted due to some dysfunction. No further information is available regarding the issue with the stent. A second stent also could not be implanted. There was no reported dysfunction, but the physician was not able to implant the stent. A third stent (competitor device) was successfully implanted. Just after the procedure, the patient suffered from a subarachnoid hemorrhage (sah). The cause for the sah was unknown, but the patient also had intracranial hypertension. Six days post procedure, the patient had septic shock. Seven days post procedure, the patient had surgery to resection 130cm of the small intestine due to mesenteric infarct. The cause for the hypertension, septic shock and mesenteric infarct was mesenteric ischemia, and it is unknown if these were related to the subject device. No additional information was provided.

Manufacturer narrative:
The subject device was not returned; therefore, an analysis could not be performed. The device history record review confirms that the device met all material, assembly and performance specifications. Because the reported event is a known physiological effect of the procedure noted with the directions for use and/or device labeling, a cause of anticipated procedural complication was assigned to this event.

Event description:
The patient was treated with 19cm of bare coils. The first stent (subject device) could not be implanted due to some dysfunction. No further information is available regarding the issue with the stent. A second stent also could not be implanted. There was no reported dysfunction, but the physician was not able to implant the stent. A third stent (competitor device) was successfully implanted. Just after the procedure, the patient suffered from a subarachnoid hemorrhage (sah). The cause for the sah was unknown, but the patient also had intracranial hypertension. Six days post procedure, the patient had septic shock. Seven days post procedure, the patient had surgery to resection 130cm of the small intestine due to mesenteric infarct. No additional information was provided.

Event description:
The patient was treated with 19cm of bare coils. The first stent (subject device) could not be implanted due to some dysfunction. No further information is available regarding the issue with the stent. A second stent also could not be implanted. There was no reported dysfunction, but the physician was not able to implant the stent. A third stent (competitor device) was successfully implanted. Just after the procedure, the patient suffered from a subarachnoid hemorrhage (sah). The cause for the sah was unknown, but the patient also had intracranial hypertension. Six days post procedure, the patient had septic shock. Seven days post procedure, the patient had surgery to resection 130cm of the small intestine due to mesenteric infarct. No additional information was provided.

Manufacturer narrative:
The subject device was not returned; therefore, an analysis could not be performed. The device history record review confirms that the device met all material, assembly and performance specifications. Because the reported event is a known physiological effect of the procedure noted with the directions for use and/or device labeling, a cause of anticipated procedural complication was assigned to this event.